Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and was unable to capture at max outputs. The lead was capped and replaced. No patient complications have been reported as a result of this event.